Event description:
It was reported that approx three months after ivc filter implantation, imaging demonstrated the filter had migrated to the right ventricle. An attempt was made to remove the filter percutaneously via the right internal jugular vein using multiple catheters and snares; however, it was unsuccessful. The pt is being evaluated for surgical removal of the filter. Pt is currently asymptomatic.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.